Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the keypad/buttons on her pump do not work all the time. Customer is having intermittent button response. Time on the pump does advance. Customer was advised to return the pump an to revert to a back-up plan. Customer's blood glucose was unknown. Insulin pump would be returned for analysis.